Event description:
It was reported that a portion of the right ventricular (rv) lead broke during the implant procedure. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported event of back part of the pin slipped out or broke off was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. A visual inspection of the lead revealed that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent excessive forces. The inner coil and stylet were clogged with blood at the distal region of the lead. The cause of the reported event was due to the blood inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and connector cap to be pulled out of the connector assembly. Electrical testing revealed no indication of conductor fractures or internal shorts. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.